Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the pt was transferred to intensive care unit (ICU) and administered heparin drip and low dosage of milrinone. The hospital performed a computed tomography (CT) and an echocardiogram (echo) ramp study where pump thrombus was noted. The pump power has been elevating up to 21 with rpm of 8800. Additional info provided by the ICU nurse indicated that the pump was alarming and the power was increasing. The doctor instructed the nurse to turn the pump off since it was clotted off anyway. The pump was turned off at 1733 and the last vad readings were 8800 rpm with a power of 29.5. A decision was made to exchange the lvad with another lvad on (B)(6) 2013.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation. The reported event of thrombus was confirmed based on the evaluation of returned lvad pump. The device was returned assembled with the percutaneous lead cut approximately 5" from the pump housing and the severed portion of the lead was not returned. The sealed inflow conduit was returned detached from the pump inlet port. The outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. The proximal and distal-sides of the pump stators revealed depositions of tissue-like clotted and denatured blood. Examination of the pump revealed depositions of tissue-like clotted, denatured, and post-explant blood throughout the lumen of the sealed inflow conduit. These depositions appeared consistent with a low flow state that likely occurred over an undetermined period of time while device was supporting the pt. Examination of the pump's remaining blood contacting surfaces revealed hard depositions of denatured blood, as well as grainy depositions of clotted blood in the inlet stator, outlet stator, and around the rotor. These depositions also appeared to be the result of a low flow state and would have caused increased drag on the rotor, possibly contributing to the reported power elevations. The evaluation could not conclusively determine a cause for the formation of these depositions. Thrombus formation is complex and multi-factorial in nature and not necessarily relate to a single physiological or device-related factor. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieve from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. In addition, one system controller was returned for evaluation. Review of the system controller log file revealed atypical motor speed and power changes. The motor speed fluctuated from zero up to 1700 rpm and the motor power from zero up to 30 watts with an associated motor stopped, low speed hazard and low flow hazard. The fluctuations were captured during connection to the power module and 14 volt battery power. The system controller was functionally tested and was found to function as intended, even when the cables were maneuvered. The device passed all inspections. The evaluation could not determine a specific root cause of the atypical motor parameter changes contained in the log file. No further info is available. The MFR is closing its file on this event.